Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis due to infection accompanied with pain and warmth of the penile shaft. The existing device was explanted and a new tactra was implanted. No further patient complications were reported.